Event description:
It was reported that a remote transmission indicated atrial lead undersensing in the presence of atrial fibrillation (af). It was noted that ventricular safety pacing was occurring intermittently due to the atrial undersensing. The patient was later seen in the clinic and the atrial lead sensitivity was adjusted at that time. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a remote transmission indicated atrial lead undersensing in the presence of atrial fibrillation (af). It was noted that intermittent atrial pacing and ventricular safety pacing were occurring due to the atrial undersensing. The patient was later seen in the clinic and the atrial lead sensitivity was adjusted at that time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d284drg ICD, implanted: (B)(6) 2012. (B)(4).